Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.

Event description:
Or staff noted visible corroded battery fluid/foreign material in unopened device. No patient injury.